Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination of the lead, chest x-ray revealed that the right ventricular (rv) lead was crimped in the original implant position. The physician performed a revision procedure on (B)(6) 2022 where the same rv lead was placed optimally. The patient was in stable condition.